Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with a recent acute transmural infarction of the myocardial inferior wall an in-stent restenosis of the proximal left anterior descending (lad) coronary artery. A 2.75x18mm xience proa (1128275-18, 9121241) was implanted in the proximal lad, without a device issue reported. 0% residual stenosis with timi flow iii was observed following. On (B)(6) 2021, the patient expressed experiencing angina with low physical stress for four days and presented with persistent, severe angina after exercise. The patient was admitted with the hospital and a non-st elevated myocardial infarction (nstemi) was diagnosed. Medication was provided and another percutaneous coronary intervention was performed within the 90% restenosed, proximal lad lesion. There was no device malfunction. The event resolved without sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
Demographics were obtained from the index procedure date on (B)(6) 2020. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina, myocardial infarction and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.